Event description:
This console was not on a pt. During console checkout the console would not pass calibration. Troubleshooting over the telephone was conducted and the console was fully calibrated and checked.